Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed upstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be ultrasonic sensor was out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.